Event description:
On (B)(6) 2012, the patient contacted animas and stated that there was no power to the pump when he awoke. The patient reportedly tried several new lithium batteries and the pump would not power on. The patient denied damage to the battery cap or battery compartment. He stated that the battery cap was able to secure to the pump and that the yellow o-ring was not visible. There were no reported bg excursions due to the reported power issue with pump. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that a replace battery alarm occurred on (B)(4) 2012 at 9:47 pm. The black box verified evidence of rebooting during a battery change on (B)(4) 2012 at 10:30 pm. The battery cap returned with the pump is missing a contact and the center spring. There was no damage found to the battery compartment. A test cap was used to complete investigation. The test cap secured appropriately to the pump, and the pump was exercised for 24 hours with no power loss duplicated.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.